Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022 . The patient felt lightheaded. She looked at the device and the values were not low, they were in the 100s mg/dl. The patient's parent did a bg finger stick which was 21 mg/dl. The patient went to go eat ice cream to increase her bg level, but had a seizure and lost consciousness. The patient¿s mother called emegency medical services (ems). When they arrived, they checked the patient's bg and it was 80 mg/dl. She was transported to the hospital and remained in the emergency room for a while until her bg level stabilized. Treatment at the ER was not specified. The patient¿s home insulin regime (tresiba and novolog) was adjusted at ER discharge. After the event she recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.